Event description:
The customer contact reported tampering. At 1653, the device was programmed to deliver hydromorphone 1 mg/ml, in the pca only mode, with a 0.3 mg pca dose, an 8 minute pt lockout, and a 1.5 mg 1 hour dose limit. At 1830, it was reported that the device alarmed for "check syringe placement". At that time, the nurse noted that 12 ml was left in the syringe; however, the display indicated only 1 mg had been delivered. The customer contact reported that the pt's roommate stated the pt said that he was "shooting" the pain medication by pushing up on the syringe with a pen through a hole in pca door. The physician was notified. It was reported that the pca therapy was discontinued and the device was removed from clinical service. It was reported that at an unspecified time, the pt received hydromorphone 2 mg ivp once and then the therapy was changed to oral hydromorphone 2 mg every 3 hours as needed. The customer contact reported that the pt's pain level was reported as 7 to greater than 10 out of 10 before initiation of the pca therapy, 10 out of 10 during the pca therapy and 7 to 10 after the discontinuation of pca therapy; however, there were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The customer contact reported tampering. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.